Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), thyroiditis ("autoimmune diagnosed: thyroiditis"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and fatigue ("other injuries/symptoms : fatigue") and was found to have weight increased ("other injuries/symptoms : weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, thyroiditis, psychological trauma, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, fatigue, genital haemorrhage, pelvic pain, psychological trauma, thyroiditis, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion: (B)(6) 2012, (B)(6) 2012. Received treatment for: general abnormal bleeding, autoimmune diagnosed : thyroiditis, migration, fatigue, weight gain. Received treatment for migration-yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Imaging procedure - on (B)(6) 2014: result: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: intervention required unticked. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: pelvis'), genital haemorrhage ('general abnormal bleeding'), autoimmune thyroiditis ('autoimmune diagnosed: thyroiditis') and basedow's disease ('autoimmune disorder type of disorder: graves' disease') in an adult female patient who had essure (batch no. 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease. Concurrent conditions included irregular periods, thyroid disorder, tremor of hands and pain in extremity. Concomitant products included alprazolam (xanax) from (B)(6) 2015 to (B)(6) 2015, atenolol since (B)(6) 2018, atropine sulfate from (B)(6) 2014 to (B)(6) 2016, bifidobacterium bifidum; bifidobacterium lactis; lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus; lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum; lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10) from (B)(6) 2015 to (B)(6) 2016, calcium from (B)(6) 2014 to (B)(6) 2016, carnitine from (B)(6) 2015 to (B)(6) 2016, fish oil from (B)(6) 2014 to (B)(6) 2016, ketorolac from (B)(6) 2014 to (B)(6) 2016, levocarnitine fumarate; tocopherol; ubidecarenone (co q 10 with l carnitine) from (B)(6) 2014 to (B)(6) 2016, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, thiamazole (methimazole) since (B)(6) 2018 and zinc from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced basedow's disease (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), fatigue ("other injuries/symptoms : fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have weight increased ("other injuries/symptoms : weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune thyroiditis, basedow's disease, pelvic pain, psychological trauma, bladder disorder, urinary tract disorder, fatigue, weight increased, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune thyroiditis, basedow's disease, bladder disorder, depression, device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion: (B)(6) 2012, (B)(6) 2012. Received treatment for: general abnormal bleeding, autoimmune diagnosed : thyroiditis, migration, fatigue, weight gain. Received treatment for migration-yes. Discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. Trailing coils; left- 2, right- 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded; on (B)(6) 2014: unilateral occlusion (right tube occluded) healthcare provider tell you about your results: free spillage of contrast on the left with possible displacement of the coil outside of the fallopian tube; on (B)(6) 2014: free spillage of contrast on the left with possible displacement of the coil outside of the fallopian tube. Imaging procedure - on (B)(6) 2014: result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: basedow's disease, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, autoimmune disorder type of disorder: graves' disease. Reporter information, aka name, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), thyroiditis ("autoimmune diagnosed: thyroiditis"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and fatigue ("other injuries/symptoms : fatigue") and was found to have weight increased ("other injuries/symptoms : weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, thyroiditis, psychological trauma, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, fatigue, genital haemorrhage, pelvic pain, psychological trauma, thyroiditis, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion: (B)(6) 2012, (B)(6) 2012. Received treatment for: general abnormal bleeding, autoimmune diagnosed: thyroiditis, migration, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Imaging procedure - on (B)(6) 2014: result: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, general abnormal bleeding, autoimmune diagnosed : thyroiditis, psych injury, migration, bladder/urinary problems, other injuries/symptoms : fatigue, weight gain were added. Plaintiffs information and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.